Event description:
On (B)(6), 2012 the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter displayed the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began on (B)(6) 2012 at 2:00pm. As part of his diabetes regimen, the patient's daughter claimed that he is on insulin. It is not known whether the patient took action regarding his diabetes regimen at the time the alleged issue began. The patient's daughter reported the patient was sweaty and confused 5 hours after the alleged issue began. Due to the alleged symptoms, the patient's daughter indicated that the patient treated himself with 1/2 of a candy bar to eat. According to the patient's daughter, no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the correct test strips were used, and that there was no misused of the meter. The cca was not able to determine whether the patient's process for testing was correct or whether the alleged error message occurred when the power button was pressed. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.